Event description:
An optometrist reported that following an intraocular lens (iol) implant procedure, the pt experiences glare, constant flickering of light, curved shadows and large floaters. A yag capsulotomy was performed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).